Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth." The potential root cause is unknown. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused the reported symptom. Based on the information recorded above, since the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used, an MDR will be filed in the united states.

Event description:
The patient reported tooth #32 cracking and being extracted. It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient was prescribed any medication. It is unknown if the patient is continuing to use the invisalign system aligners.

Event description:
This is the first follow up report to 2953749-2023-01154. On (B)(6) 2023, the treating doctor contacted align to provide the following information: the patient cracked and lost tooth 3.2. The patient required visting the ER due to pain and reported being prescribed painkillers to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2023, but the condition has not improved.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth." The treating doctor shared that the potential root cause could be ipr and the treatment. Based on the information recorded above, since the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used, an MDR is being filed.